Event description:
The customer reported that the system's left monitor would flicker and go black. This event occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor's power supply was reset, and the cine drive and cable assembly were replaced. The system was tested and found to be working as intended and put back into service.